Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the air in line sensor not working which was not reproduced but was confirmed through a review of the device event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms making the pump more sensitive to air in line. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had an air in line sensor not working. Any pt involvement, injury or medical intervention is unk.